Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the device end of service (eos) was observed. The device has been implanted two years ago, and premature battery depletion was suspected. Device replacement was suggested. The patient will continue to be monitored. The patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
New information received notes that the device was explanted and replaced. The device was stable throughout the procedure.